Manufacturer narrative:
The remaining portion is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure a portion of this guidewire broke off and was not able to be removed from the coronary sinus. No adverse patient effects were reported.